Manufacturer narrative:
Lot number was reported to be either r17k29099 or r1k07087. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from where the tubing was molded to the port of a clearlink continu-flo solution set. This event occurred during patient infusion. The customer stated the reported issue caused a backflow of blood. A pump or power injector was not being used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of lot r17k29099 or r1k07087. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.